Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a fast decrease in battery life longevity. The device was analyzed, and it was found that the pacing threshold was high in the right ventricular (rv) lead channel. The device was in suspension according to threshold test results. Threshold tests have been carried on in a recurrent way and it appears that a lower number of threshold tests is expected. The pacemaker remains in service. No adverse patient effects were reported.